Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure, the system was unable to identify the harmonic ace instrument. The instrument was replaced with no resolve. The procedure was completed with a third harmonic ace instrument. There was no reported injury. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. An additional finding not related to the customer reported complaint was also identified. The instrument was found to have a blade broken. The blade broke at roughly 0.084¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.